Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that her husband experienced high blood glucose. The customer's blood glucose was 277 mg/dl at the time of incident. The customer's blood glucose was 468 mg/dl at the time of call. The customer's spouse stated that her husband's blood glucose went up to 479 mg/dl and was not coming down. The customer's spouse stated that the high blood glucose was not treated yet at the time of call. The customer's spouse stated that her husband did not feel well and had diarrhea. The customer's spouse stated that there was a leak where the tubing and reservoir connect. The customer's spouse stated that the insulin pump failed high pressure test twice and had to perform high pressure test for the third time. The customer's spouse was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.